Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d references the main component of the system. Other medical products in use during the event include: product ID 9735764 (serial/lot: unknown). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. B5) additional information was received. It was reported that the problem was found. Since the patient's head was placed in the lateral position on the bed, the patient position on the medtronic imaging side was not updated to lateral as well which caused the system to think it was taking an ap shot rather than a lateral. When it was changed on the medtronic imaging side and spun on the last one, it corrected itself and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in preparation for a stereoelectroencephalography (seeg) procedure. It was reported that after a head scan from the medtronic imaging system was merged to the medtronic navigation system, the view labeled "coronal" appeared to be the sagittal view (or vice-versa). There was troubleshooting present. It was reported that that the radiologic technologist might have made an incorrect selection prior to acquiring the scan. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.